Manufacturer narrative:
The patient's age, date of birth, sex and weight were not provided by the customer. Customer technical support (cts) advised the customer to perform a system check to verify system performance. The system check failed. Cts advised the customer to inspect the substrate system. The customer inspected the substrate bottle, fittings and tubing. No issues were noted. Cts assisted the customer in changing the substrate probe and priming the substrate system. After changing the substrate probe and priming the system, the system check passed. The customer ran passing accutni+3 quality control and repeated patient samples with acceptable results. Replacement of the substrate probe resolved the indeterminate patient results and the failing system check.

Event description:
The customer reported ind (indeterminate) flagged results and relative light units (rlu) outside limit errors for the troponin I (access accutni+3) assay for multiple patients involving the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system. The ind and rlu outside limits errors are flags in which no numerical value is generated. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. No results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated the system check failed. Sample preparation information was not provided.